Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed october 11, 2013. Device not yet received by manufacturer.

Manufacturer narrative:
Per the clinic, a CT scan (date not reported), revealed a cerebrospinal fluid leak. The device was subsequently explanted on (B)(6) 2013. There are no plans to reimplant the patient with a new device as of the date of this report. It was also reported that the etiology of deafness was meningitis. This report is filed december 12, 2013.

Event description:
Per the clinic, the patient was hospitalized from (B)(6) 2012, until (B)(6) 2013, due to meningitis post-operatively. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.